Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said when they recharge their ins, their recharger telemetry module (rtm) gets hot to the point that it feels like someone is stabbing them with a knife and twisting it; "it hurts me". Pt was asked if it left a mark on their skin but pt said they do not know because they cannot see it. Pt said it also takes them about 2.5 hours to recharge and the charge doesn't even last for 24 hours (loses power by the middle of the afternoon). Pt mentioned that they met with the rep on thursday or friday of last week to have the stimulation turned on/to be programmed and had been having problems charging since it was turned on (pt said they were in the hospital and had to cancel the first appointment to have stim turned on). It was reviewed that recharge frequency depends on stimulation usage and redirected back to rep if rtm replacement does not resolve.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) was unable to verify complaint (rtm never got hot after running for 10 mins). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.